Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that she spoke to the customer and the customer stated she has had a diabetic ketoacidosis event once a year for the past 3 years. Most recent episode was april,2015. Customer stated she never called to have this documented.